Manufacturer narrative:
Post market vigilance (pmv) received led a photographic evaluation of a device. The first photograph depicts the obturator, disengaged and cut circular seal and the trocar/cannula on top of surgical gauze. The second photograph depicts the disengaged and cut circular seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of disengaged and cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. (B)(4) (about 40 minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after 10 minutes, the cannula detached from the top portion of the port and fell into the patient¿s cavity. The surgeon took about 40 minutes looking for the valve, and after another device was used to complete the case. There was no patient injury.